Event description:
It was reported that, during a routine battery replacement procedure, the patient's extension was cut. The patient was then put under general anesthesia, and the extension was also replaced. As a result, the procedure took longer than was planned. The patient outcome was reported as "no clinically relevant consequences."

Manufacturer narrative:
Extension lot# unknown serial# unk implanted: unk explanted: 2012-(B)(6).